Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged the o-arm 1000 imaging system unexpectedly exited and became unresponsive. The site had just completed an o-arm spin, transferred it to the navigation system and proceeded to navigate when the software unexpectedly exited and remained on the program exiting step for a few minutes. In trouble-shooting, a re-boot of the system, and re-launching synergy spine application, restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
On 09/03/2014, further review of the reported incident found that the incident was unlikely to cause serious harm. The MDR decision was changed to not reportable based on the following justification:no patient injury. The alleged malfunction would not pose a risk to a patient because the incident was isolated to spin transfer which was discoverable and correctable prior to therapeutic use.the software investigation confirmed that the issue was related to a non-reportable malfunction that was fixed in a subsequent version of the software.